Event description:
It was reported that a remote transmission showed three ventricular high rate episodes that appeared to be noise as the rate was very fact to be hemodynamic. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).